Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked (cowl). It was reported a patient presented with grade 4 functional mitral regurgitation (mr). A clip was positioned at a2/p2 without issue and passing both establishing final arm angle (efaa) attempts. Upon deployment, the clip opened. A second clip was implanted reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement associated to the clip opening while locked (cowl) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that upon deployment the clip opened to 40 degrees. The second clip was implanted lateral to the first clip for stabilization, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (clip open ¿ locked) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).complaint investigation summary was updated due to analysis of imaging of the reported event, code 4112 added.